Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava coil impedance jumped from 70 ohm range to greater than 200 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.